Event description:
It was reported that the patient presented in clinic after receiving inappropriate shocks due to lead noise. Lead revision was discussed. No intervention was performed. No further information was available.